Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not adjust stimulation. The display showed a "call your doctor" icon. It was reported that there was a power-on-reset condition. Add'l info received from the hcp reported an end-of-service/end-of-life message. The hcp did not have any records of previous parameters. It was unclear which device was affected. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report# 3004209178-2011-08332.